Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity prior magnetic resonance imaging (MRI). Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and confirmed that the power consumption is increasing in a gradual fashion. Device replacement was suggested and added that because 1003 is due to hydrogen this does not impact MRI conditionality. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity prior magnetic resonance imaging (MRI). Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and confirmed that the power consumption is increasing in a gradual fashion. Device replacement was suggested and added that because 1003 is due to hydrogen this does not impact MRI conditionality. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this crtd was explanted and replaced with a new device. No additional adverse patient effects were reported.